Event description:
It was reported that the right ventricular (rv) lead had low r-waves in both bipolar and unipolar. The device had been programmed unipolar, but had occasional oversensing for about one second. The implantable pulse generator (ipg) reached elective replacement indicator (eri) and the patient was symptomatic to vvi65 pacing. The device was explanted and replaced and the new device was programmed to bipolar and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg, (B)(6) 2005. (B)(4).